Event description:
Caller reported a malfunction on pump received during a cartridge change. Blood glucose level did not exceed 500 mg/dl; it remained within a normal range. Caller was assisted with reset instructions, successfully resetting pump without recurrence of malfunction code, allowing continued pump use. Caller was advised to report any further issues.